Event description:
It was reported that the patient experienced uncomfortable stimulation in the abdominal area, and was no longer receiving adequate stimulation to the painful area on the right knee. Reprogrammings were attempted, and an x-ray showed the lead may have slightly moved laterally. Impedance measurements on contact #0 were elevated, but within range. The patient was referred to a neurosurgeon and the lead and extension were explanted a new lead was implanted. The patient then received stimulation to the lower right leg.

Manufacturer narrative:
Extension model 7495lz25 serial# (B)(4) implanted: (B)(6) 2002 explanted: (B)(6) 2011 programmer model 37743 serial# (B)(4) accessory model 74001 lot# n229042 implanted: (B)(6) 2009 explanted: (B)(4) 2011 lead model 3587a lot# l88967 implanted: (B)(6) 2002 explanted: (B)(4) 2011 lead model 39565-65 serial# (B)(4) implanted: (B)(4) 2011 explanted: na accessory model 3550-39 lot# n304893 implanted: (B)(4) 2011 explanted: na.